Manufacturer narrative:
Concomitant medical products: 5076-58, lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, after a device upgrade procedure, the patient's heart rate dropped into the 20 beats per minute. The right ventricular (rv) lead exhibited intermittent/unstable loss of capture and was suspected of possible fracture. The rv lead was inactivated, remains in the patient, and was later replaced. It was also reported that the left ventricular (lv) lead dislodged after implant. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.